Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 442 mg/dl which was treated with manual injection. Customer was experiencing the symptoms related to the high blood glucose were the nausea and abdominal pain. Customer stated that they had contacted their healthcare professional regarding the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active at the time of incident. The insulin pump will not be returned for analysis.